Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 219 mg/dl, 347 mg/dl, 153 mg/dl, 270 mg/dl and 171 mg/dl. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549556, expiration date 03/31/2008.